Event description:
The customer reported the ventilator went vent inop during power up. The ventilator was not in use at the time of the reported problem. Therefore there was no patient harm. Vent inop, when in use, will stop providing ventilatory support to the patient.